Event description:
The patient was implanted with a left ventricular assist device. The vad coordinator reported that the patient presented from home with a neurological event/mental status changes (embolic). The patient's ldh was increased, transient high powers, heart failure symptoms, and a ramp study was consistent with thrombosis. The patient received a pump exchange. A clot in the outflow was confirmed. There was some accompanied kinking of the outflow graft, the pump was disposed of and will not be returned.

Manufacturer narrative:
The pump was disposed of. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: low pi's despite manipulation of rpm's.

Manufacturer narrative:
The report of thrombus could not be confirmed through this evaluation. A full analysis of the device could not be conducted and a root cause for the reported event could not conclusively be determined, because (B)(4) was not returned. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event. (B)(4).